Event description:
It was reported that the 9600 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera image resolution was adjusted during the service call. The medical technician replaced the batteries for the generator. The system was found to be working as intended and put back into service.